Event description:
It was reported that the patient presented to the emergency department with conscious ventricular tachycardia (VT). The presenting rhythm was AP/BiVP with ectopy, and atrial pacing was noted at 100%. The device was programmed DDD 50-130 bpm, with defibrillation therapy programmed OFF in the VT-1 zone. A review of the event was requested and identified three VT events within the VT-1 zone. During these events, anti-tachycardia pacing (ATP) therapy was delivered but did not successfully terminate the arrhythmia. External rescue therapy was subsequently provided. Based on the available information, the device was functioning as programmed. Review of remote monitoring data preceding the events showed that the right atrial automatic threshold (RAAT) test failed to measure a threshold due to a low evoked response. In addition, low atrial signal amplitudes and intermittent atrial undersensing were observed. It was noted that atrial sensitivity is programmed to the maximum automatic gain control setting (0.15 mV). It was recommended that the event data be downloaded and saved for further evaluation. No additional assistance was requested. The device remains in service and no additional adverse patient effects were reported.